Event description:
During follow-up, increased pacing impedance and oversensing due to noise was observed on the right ventricular (rv) lead. Technical support was contacted and suggested revising the lead to resolve the issue. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance and oversensing due to noise was observed on the right ventricular (rv) lead. Technical support was contacted and suggested revising the lead to resolve the issue. The issue will be resolved by revising the lead. The patient was in stable condition and experienced no adverse health consequences.